Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by abdominal pain. The breach in aseptic technique was further described as "the patient did not follow treatment as instructed". The patient was hospitalized for peritonitis. Treatment for peritonitis was not reported. Pd therapy was discontinued and pd catheter was removed. It was reported that the patient was "ready" for retraining on proper aseptic technique. No additional information is available.